Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded receiver log did not find any errors related to the customer complaint. A manual drop test for intermittency was performed and the test passed. The case was opened for internal inspection and passed. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient experienced intermittent audio output on the receiver, in addition to an adverse event that occurred. The patient stated that he had gone to the emergency room (ER) in an ambulance because his blood glucose was in the 20's according to his bg meter. The ER physician gave the patient an IV of d50 while at the hospital for 2 days. The patient was released on (B)(6) 2017. At time of contact the patient's condition was fine. No additional event or patient information is available. The device has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.